Event description:
A report was received that a part of a uretero-renoscope lens system was left in a patient following cystoscopy for a stone in the ureter. The small quartz-type object was removed from the patient at the subsequent cystoscopy procedure.